Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed; there was found to be leakage from the bending section cover and the connecting tube was scratched. In addition to the connecting tube that was found to have coating peeling (1mmsq or more), evaluation findings are as follows: due to a pinhole in the bending section cover, water tightness was lost; the distal end was shaved, the adhesive of the bending section cover was detached, the bending section cover had slack, the control unit had a scratch, the universal cord had a scratch, the connecting tube had a scratch, and due to wear of the angle wire, the bending angle in the up/down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the bronchovideoscope, there was leakage on the bending section cover side and scratches on the connecting tube. The issue was found during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and the connecting tube was found to have coating peeling (1mmsq or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the coating on the insertion site could not be determined, however, the issue was likely the result physical stress. The event may be detected by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope¿ ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. The event may be reduced/prevented by following the instructions for use which state: ¿·important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.